Event description:
A report was received that the source failed to return to the fully shielded position at the end of a patient treatment. The patient being treated at the time, was evacuated from the treatment room and the source returned manually.